Manufacturer narrative:
Alleged failure: during hip labral repair, cinchlock ss anchor was inserted and tensioned without issue. When the surgeon went to lock the anchor and remove the inserter, the pull wire remained inside the anchor extending out through the transport cannula outside of the joint/body. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) incomplete lever actuation, 2) user technique error, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during hip labral repair, the cinchlock ss anchor was inserted and tensioned without issue. When the surgeon went to lock the anchor and remove the inserter, the pull wire remained inside the anchor extending out through the transport cannula outside of the joint/body. The pull wire was removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during hip labral repair, the cinchlock ss anchor was inserted and tensioned without issue. When the surgeon went to lock the anchor and remove the inserter, the pull wire remained inside the anchor extending out through the transport cannula outside of the joint/body. The pull wire was removed.